Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Dianeal and extraneal therapies were ongoing. The peritonitis was manifested by elevated white blood cell count, irritation in the lining and nausea. After two days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. Three days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin 2gram one dose and intraperitoneal fortaz 1gram daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.